Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 4 days after the sensor was inserted in the abdomen. The patient experienced dizziness and loss of consciousness. The cgm reading was 260 mg/dl (no bg meter comparison available at this time). The patient¿s wife called emergency medical services, a bg fingerstick was done when the paramedics arrived, and was found to be 33 mg/dl. The patient was transferred by ambulance to the hospital. The patient does not recall all medication provided to him during this time. While at the hospital, the patient was given sugar packets by mouth. He was discharged 2 days later. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.